Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an everflex entrust self-expanding stent system with a 5fr non-medtronic sheath and non-medtronic 0.014 guidewire during treatment of a 130mm calcified lesion in the patient¿s mid right superficial femoral artery (sfa) of diameter 4mm. Slight vessel tortuosity and severe calcification are reported. Lesion exhibited 75% stenosis. No damage noted to device prior to use. No issues noted when removing the device from the packaging. Lesion was pre-dilated with an evercross pta balloon. The everflex entrust was not passed through a previously deployed stent but it is reported that resistance was encountered during advancement. No excessive force was used. During deployment it is reported the stent delivery system became bound up upon delivery and would not allow full deployment. The physician tried to use an emergency bail out system by manually pulling inner lumen to manually deploy the stent, but this was unsuccessful, resulting in the physician snapping the stent off the delivery system by rapidly pulling delivery system. This resulted in a stent fracture with half of the stent remaining in the patient. The other half of stent remained in the delivery system and was removed. The physician then upsized to a non-medtronic 6fr sheath and 0.035 wire and successfully deployed a protege everflex stent to line and tack up the remaining entrust stent with in the patients sfa without issue. No adverse event reported for t he patient.

Manufacturer narrative:
Image review: two photographic images of the entrust stent delivery system post-procedure were received for evaluation. The first image is of the entrust deployment handle with the red safety tab removed. The inner guidewire lumen is visibly protruding from the handle¿s safety tab cavity. In the background of the picture is the guidewire. The guidewire appears to be undersized to be a 0.035¿ guidewire. Per the initial reported event description the guidewire is 0.014¿. The second image is of the distal end of the entrust stent delivery system catheter. A portion of the stent is protruding from the distal tip of the delivery catheter along with the 0.014¿ guidewire. The distal end of the stent is jagged and does not include the stent¿s distal radiopaque marker hoops; indicating that the stent is fractured during deployment. Product analysis: the entrust stent delivery system, (sds), was received within a zipper closure pouch. The entrust sds was received in a state consistent with the photographs received earlier. The red safety tab had been removed from the handle, a loop of inner guidewire lumen protruded from the red safety tab cavity in the handle, and a fractured segment of stent protruded from the distal end of the sds outer sheath. The guidewire locked up in the sds was 0.014¿ compatible. Approximately 12mm of fractured stent protrudes from the distal end of the sds catheter outer sheath. Backlighting of the outer sheath located the proximal end of the stent, the proximal end of the stent location was marked on the outer sheath, and the proximal end of the stent is not in contact with the distal end of the inner guidewire lumen/pusher. The proximal end of the stent is approximately 141mm of the 150mm length stent remains in contact with the entrust stent delivery system. The handle¿s printed strain relief was removed to allow further examination of the handle. The handle was split opened and the pull cable appears to have been properly routed within the handle. The pull cable appears to be p roperly bonded to the outer sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.